Event description:
Customer reportedly received results or 64 mg/dl and 331 mg/dl within 10 minutes on the advantage system. No actions taken based on device results. No adverse event reported. Test strips had been kept in customer's car. Requested return of suspect device and replacement was sent.